Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed to power up. The device's power supply was replaced to address the issue. After repair the device powered on and passed final testing.